Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal on, (B)(6) 2019). At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. B34593) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included elective abortion. Concurrent conditions included uterine bleeding, nickel sensitivity, arthralgia, pelvic pain and stress urinary incontinence. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage ("abnormal uterine bleeding"), allergy to metals ("nickel allergy"), arthralgia ("arthralgia") and stress urinary incontinence ("stress urinary incontinence"). The patient was treated with surgery (laparoscopic hysterectomy total with bilateral). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, uterine haemorrhage, allergy to metals, arthralgia and stress urinary incontinence outcome was unknown. The reporter considered allergy to metals, arthralgia, pelvic pain, stress urinary incontinence and uterine haemorrhage to be related to essure. The reporter commented: the devices were in good position with 5 trailing coils on the right side and 4 trailing coils on the left side. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-aug-2020: quality-safety evaluation of product technical complaint. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal on, 01-jul-2019). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jun-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. B34593) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included elective abortion. Concurrent conditions included uterine bleeding, nickel sensitivity, arthralgia, pelvic pain and stress urinary incontinence. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage ("abnormal uterine bleeding"), allergy to metals ("nickel allergy"), arthralgia ("arthralgia") and stress urinary incontinence ("stress urinary incontinence"). The patient was treated with surgery (laparoscopic hysterectomy total with bilateral). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, uterine haemorrhage, allergy to metals, arthralgia and stress urinary incontinence outcome was unknown. The reporter considered allergy to metals, arthralgia, pelvic pain, stress urinary incontinence and uterine haemorrhage to be related to essure. The reporter commented: the devices were in good position with 5 trailing coils on the right side and 4. Trailing coils on the left side. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jul-2020: mr received. Lot number added. New reporters, plaintiffs information added. Concomitant and past medical history added. Date of explant updated. Event of medical device removal updated to pelvic pain, new events - abnormal uterine bleeding, nickel allergy, stress urinary incontinence added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.